Manufacturer narrative:
The suspect vac pac device was returned to natus and evaluated. A visual inspection confirmed that the side baffle on front of vac-pac has 0.7 cm hole that is three inches from the seam. The likely cause of the loss of suction is customer-caused damage. The customer was provided information for storage, repair, testing and replacement. Users are instructed to check the vac pac device before and after each use and not to use the device if there is known damage or a leak. Users are also instructed to replace units older than two years that are used several times a week.

Event description:
The customer reported that this vac-pac lost suction during surgery. The vac-pac softened during surgery, and the staff connected it to continuous suction and completed the surgical procedure. There has been no report of death, serious injury or delay in patient treatment. The vac-pac has been returned to natus medical for qa evaluation on 4/10/2018. The vac-pac was purchased in (B)(6) 2017.